Manufacturer narrative:
Corrected data: h1- "serious injury" should be corrected to "malfunction" in previous MDR. Claim# (B)(4).

Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Claim# (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.1mm vicmo12.1 implantable collamer lens, -10.00 diopter, from the patients right eye (od), within the same surgery due to low vaulting. The lens was exchanged for a longer lens within the same surgery and the problem was resolved. Cause of the event was unknown.